Event description:
The user facility reported that the distal tip of the guidewire (gw) gold broke off while advancing the wire in a calcified stent in the femoral artery. A cook guiding sheath and catheter were used to advance the gold wire into the occlusion located in the lumen of a previously implanted stent. The patient was ok, and the procedure outcome was successful. Additional information was received on 30november2021. The tip was not removed. They are bringing the patient back for a bypass surgery, however, they felt as though the tip was secured in the calcification of the stent.